Event description:
It was reported the patient's stimulation stopped 2 days ago. The patient experienced no stimulation sensation and was unable to adjust the stimulation. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.